Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. It also had missing end cap sticker. The device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 60 mg/dl; treated with juice and granola. Troubleshooting was not able to resolve the issue. The device was returned for analysis.